Manufacturer narrative:
Analysis of the log files from the AED identified a lack of maintenance. On 12/14/2023 the AED identified a service code and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 5/24/2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 10/23/2024 when a replacement battery pack was inserted into the AED.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.